Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Visual inspection: the device was recieved, the seal and tension spring is outside of deployment tube. The complaint cannot be confirmed.